Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic with erosion of the device through the skin. The implantable pulse generator (ipg) system was explanted and patient was treated with intravenous antibiotic therapy with a temporary right ventricular (rv) lead was implanted for external pacing support. The patient was later implanted with a bi-ventricular pacing system. No further patient complications have been reported as a result of this event.